Event description:
The manufacturer received information alleging a trilogy evo was alarming for a ventilator inoperative alarm condition upon power up. There was no harm or injury reported. The device was not in patient use. During the evaluation the customer's complaint was confirmed. The device's software needs to be reloaded to address the issue. During final testing the device failed pneumatic testing and the power on/off test steps. The device's three-way solenoid valve and internal battery need to be replaced to address the issues. Additionally, not related to the reportable issues, alarm conditions indicating the fio2 sensor railed low, and the motor controller shut down were observed. The fio2 sensor, blower and system board need to be replaced to address the issues. These issues would not affect the device's ability to deliver therapy as designed. The components have yet to be replaced. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Manufacturer narrative:
The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. And the reported test step failures are accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review: DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.